Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. No serial number was provided for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the plastic rim of the preloaded monofocal intraocular lens (iol) system broke, resulting in a fragment of the cartridge being released into the patient's eye. The customer indicated experiencing resistance while advancing the lens through the cartridge. They noted that a similar incident had previously occurred. The lens itself remained intact and was successfully implanted without damage or patient injury. No further information has been provided. Note: this report is to capture the similar incident that occurred previously. A separate report is being submitted to capture the current event.